Event description:
It was reported that high capture thresholds and no capture at maximum outputs was observed on the left ventricular (lv) lead. The patient's generator had reached the elective replacement indicator (eri), so the plan was to reposition the lv lead at that time. The patient was stable.